Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an altitude alarm occurred while traveling in increase elevation. The customer's blood glucose level ranged between 140-190 mg/dl. The altitude alarm was ultimately cleared and insulin deliveries were resumed. The customer acknowledged that the altitude alarm was possibly declared due to the increase in elevation.